Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained via contralateral approach. The chronic totally occluded, 100% stenosed target lesion was located in the mildly tortuous and moderately calcified left superficial femoral artery to the popliteal artery. A 2mm x 40mm x 144cm coyote¿ es balloon catheter and it was advanced to the lesion and used as an anchor. Backup was secured, and the guidewire was advanced into the cto, but the guidewire got stuck at the area near the mid part of the lesion, and it was difficult to pull out. This device was advanced as close as possible to the area near the tip of the guidewire, however, the guidewire would not release. The physician attempted to remove the balloon catheter only, however, it was stuck together with the guidewire, so both were removed at the same time. There were no patient complications and the patient condition was good.

Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained via contralateral approach. The chronic totally occluded, 100% stenosed target lesion was located in the mildly tortuous and moderately calcified left superficial femoral artery to the popliteal artery. A 2mm x 40mm x 144cm coyote es balloon catheter and it was advanced to the lesion and used as an anchor. Backup was secured, and the guidewire was advanced into the cto, but the guidewire got stuck at the area near the mid part of the lesion, and it was difficult to pull out. This device was advanced as close as possible to the area near the tip of the guidewire, however, the guidewire would not release. The physician attempted to remove the balloon catheter only, however, it was stuck together with the guidewire, so both were removed at the same time. There were no patient complications and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter with an unidentified .014 guidewire in the lumen. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The inner shaft and outer shaft is buckled, stretched and twisted/damaged in numerous locations. The tip is damaged. There is a puncture hole in the outer shaft within one of the bunched areas. The damage is consistent with the damage that is seen with the use of a guidewire. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).